Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing sensor glucose discrepancies. The customer reported that they had hypoglycemic unawareness. The sensor glucose value was 74 mg/dl while their blood glucose value was 34 mg/dl and it did not trigger the suspend on low. The customer stated that the setting for suspend on low was at 70 mg/dl. The customer's current blood glucose value was 56 mg/dl while the current sensor glucose value was 95 mg/dl. The sensor and blood glucose difference was not within acceptable range. Troubleshooting was performed and the customer was advised they will be sent a replacement for their sensor. The customer was advised to monitor their current sensor. The device will not return for analysis.